Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7121254/7121646.

Event description:
It was reported that the patient was having an infection. Symptoms were swelling, redness and warmth to touch at the pocket site. It was also noted that patient was also itching and scratched the incision area. The physician flush out both incisions with antibiotics and explanted the entire spinal cord stimulator (scs) system. The patient was doing well postoperatively.